Event description:
Customer reported unexpected negataive antibody screen results on a patient sample containing anti-cw.

Manufacturer narrative:
Returned samples from the patient were tested with retention crrs(4), lot. K091. All four cells showed clear negative results on both patient samples. Both samples were tested by manual tube method using panoscreen I, ii and iii; negative reactions were observed at all phases of testing. The event appears releated to the nature of the sample.